Event description:
It was reported that this pacemaker was discovered to have reverted to safety mode during a routine follow up. Technical services (ts) reviewed safety mode settings and recommended emergent replacement. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was discovered to have reverted to safety mode during a routine follow up. Technical services (ts) reviewed safety mode settings and recommended emergent replacement. This device remains in service. No adverse patient effects were reported.